Event description:
Operative report states pt received, "previously used co's silicone filled implants that have been saved for her." Pt's operative report states there was radiological evidence of leakage of her left implant with presence of silicone gel in the superimplantation space. Right implant broke during process of removal.